Manufacturer narrative:
(B)(4) initial report . Pharmacovigilance comments: the serious events of hypersensitivity and infection were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions with intravenous betamethasone, unspecific antibiotic injection, cephalosporin and spironolactone. In addition, inability to open/close the eyelids (eyelid disorder) from which that the patient has not yet recovered may increase risk for secondary eye injuries. Potential contributory factors include secondary infection. The non-serious, expected events of erythema, pain, pruritus, mass and swelling at the implant site, and dermatitis contact, contusion, and skin exfoliation were considered possibly related to the treatment. The non-serious, unexpected events of eyelid oedema, eyelid disorder, scab and flushing were considered possibly related to the treatment. All of the non-serious events are likely secondary to the infection or hypersensitivity. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case (B)(4) is a spontaneous report received on 13-sep-2018 from a physician referring to a (B)(6) female patient. No information about medical history or previous filler treatments has been provided. It was reported that the patient had no allergies. On (B)(6) 2018, the patient received treatment (in a room, but not in a injection room and may break asepsis) with 11.5 ml restylane to the full face area. The lot number, injection technique and needle type were unknown. Prior to treatment, at 09.40 the patient was smeared with lidocaine [lidocaine] gel on the face. 10:30 the physician used iodophor [iodophor], alcohol [alcohol] and benzalkonium bromide [benzalkonium bromide] to clean the face and disinfect the skin before restylane treatment. The same day, on (B)(6) 2018, the treatment was completed at 13:00 and the physician ordered ice compress. At 14:00, the patient complained of itching(implant site pruritus) on the bilateral nasolabial grooves. Her face was slightly skin redness/erythema(implant site erythema) and no obvious rash was seen. The patient was not given special treatment for the time being. At 15:00 the patient mentioned the symptoms were severe. The patient complained of severe itching, accompanied by pain(implant site pain) and facial wind mass(implant site mass) that was observed. The physician was considering the possibility of contact dermatitis(dermatitis contact) and gave the patient loratadine [loratadine] (kairuitan) tablets 10 mg orally and facial irrigation. After the treatment, the patient mentioned facial itching and pain had relieved while the facial flushing(flushing) and the wind mass mainly subsided. The next day, on (B)(6) 2018, at 06:50 the patient had complained of facial swelling(implant site swelling), pain and bilateral eyelid edema(eyelid oedema). After consulting with another dermatologist, contact dermatitis was still considered. At 10:30 the patient went to the hospital and a blood test was performed, which showed white blood cells 8.07 *109/l, and the diagnosis of contact dermatitis was still considered. The patient received treatment with IV drip compound betamethasone [betamethasone], oral cephalosporin [cephalosporin nos] to prevent infection, spironolactone [spironolactone] for detumescence and other unspecified treatments. The patient was informed to take oral antibiotics [antibiotics] and anti-swelling drugs [antiinflammatory agents], pay attention to sun protection, avoid local scratching and use facial moisturization [cosmetics]. At 12:43, the patient mentioned that the eyelid edema was recovering. It was also reported that the patient experienced allergy(hypersensitivity). On (B)(6) 2018, the patient was recovering. Face swelling had subsided, scab(scab) could be seen at the forehead, temple, cheek and periocular skin. The patient was informed to avoid the sun and local scratching and to wait for peeling the scab. On (B)(6) 2018, 06:57 the patients complained of skin bruising(contusion) of the inner side of the left eye. The patient was told to use hot compress and continue treatment. At 14:52, the patient complained of difficulty in opening eyes and closing eyes(eyelid disorder). The patient was told to apply hot compress and apply a medical mask [cosmetics]. It was reported that the symptoms could be relieved after the crust exfoliated. On (B)(6) 2018, the patient complained of difficulty in closing her eyes. The rest of the symptoms remained unresolved. She went to a local hospital. The blood test showed that the white blood cells were 11.60 *109/l, which may indicate the possibility of secondary infection(infection). The temperature was measured at 18:47 at 37.6 celsius degrees. The blood test showed that the white blood cells were 11.38×109/l. The patient was given treatment with an antibiotic injection in a hospital at 19:30. On (B)(6) 2018, the patient mentioned partial scaling(skin exfoliation), no obvious pigmentation after scaling. The patient was advised to continue treatment. The reporting physician assessed the causality of erythema and pain at the implant site as possibly related to the treatment with restylane. No causality assessment was provided for the other adverse events. Outcome at the time of the report: skin redness/erythema was not recovered/not resolved. Pain was not recovered/not resolved. Allergy was not recovered/not resolved. Secondary infection was not recovered/not resolved. Contact dermatitis was not recovered/not resolved. Itching was recovered/resolved. Facial wind mass was recovering/resolving. Facial swelling was recovering/resolving. Facial flushing was recovering/resolving. Eyelid edema was recovering/resolving. Scab was unknown. Skin bruising was unknown. Difficulty in opening eyes and closing eyes was not recovered/not resolved. Partial scaling was unknown.